Manufacturer narrative:
Initial.

Event description:
It was reported that a user received an urgent low soon alert while using the ilet and measured blood glucose values of 75 mg/dl on the pump with fingerstick of 58, 60, and 62 mg/dl after having eaten without a meal announcement earlier, which led to a postprandial spike to approximately 200 mg/dl and subsequent system overcorrection. Symptoms included low glucose with sensor alert indicating impending hypoglycemia. Outcomes included self-treatment with oral glucose, resulting in recovery to 90 mg/dl without the need for medical intervention. Investigation included user communication and troubleshooting with education on meal announcements and hypoglycemia treatment. Investigation of this case revealed that missed meal announcement contributed to an overcorrection response and hypoglycemia, with device function consistent with design and no component malfunction identified. It was concluded, based on previously established findings for similar reports, that user-related factors associated with a missed meal announcement were the cause.